Event description:
It is reported that the polyethylene articular surface and tibial plate were revised approximately 4.5 years post-op due to osteolytic lesions and cysts around the bone screws. At revision, back side wear noted.

Event description:
It is reported that the polyethylene articular surface and tibial plate were revised approximately 4.5 years post-op due to osteolytic lesions ans cysts around the bone screws. At revision, back side wear noted.